Manufacturer narrative:
The lead was surgically abandoned. The lead is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was surgically abandoned due to fracture. Evidence suggested that this event was attributed to patient anatomy and repetitive nature of her sleep pattern. No additional adverse patient effects were reported.